Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient ipg was inoperable. Surgical intervention took place on (B)(6) 2022 were the ipg was explanted an and replaced to address the issue. Effective therapy was restored.